Event description:
During a demonstration at the hospital, the monitor was retaining the trend info despite the clinical educator disconnecting the probe and even when a new probe was attached. There was no patient involved.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported info.